Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 24 synergy¿ stent was advanced but met severe resistance when crossing the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with a 2.25 x 24 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.5 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first 7 struts on the distal end are damaged, stretched, lifted and pulled in a distal direction. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to (B)(4) pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50 x 24 synergy stent was advanced but met severe resistance when crossing the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with a 2.25 x 24 synergy stent. No patient complications were reported and the patient's status was good.